Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump did not turn on after changing the battery. The customer was able to resolved the issue before calling. The customer states once the insulin pump is on he doesn't have any other troubles with the battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.